Manufacturer narrative:
Investigation cancelled. Code update only.

Event description:
Codes update only for cancelled complaint.

Event description:
Denotching slot gets worn quite easily and it is difficult to engage the needle into the slots on the side to de notch needle safely.

Manufacturer narrative:
MDR made in error it . There was no customer issue and investigation was cancelled.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd sharps container : assembly difficult the following information was received by the initial reporter with the following verbatim: denotching slot gets worn quite easily and it is difficult to engage the needle into the slots on the side to de notch needle safely.